Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30.

Event description:
The customer reported false negative architect sarscov-igg for two patients. The customer provided: patient 1: sid: (B)(6) 0.87 s/c; (B)(6) 2020 repeat = 5.48 s/c; patient 2: sid: (B)(6) (B)(6) 2020 initial = 1.76 s/c, (B)(6) 2020 repeat = 6.97 s/c; pt#2 second sample sid (B)(6): on (B)(6) 2020 initial = 1.36 s/c; (B)(6) 2020 repeat = 7.44 s/c (cut off range: < 1.4 s/c =negative; >= 1.4 s/c = positive). No impact to patient management was reported.

Manufacturer narrative:
Overall conclusion: the complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16263fn00 was completed using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.